Event description:
It was reported that the right ventricular (rv) lead thresholds were high and the patient experienced diaphragmatic stimulation and nerve stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.